Event description:
Ous MDR - boston scientific received information that following the implant procedure of this right ventricular (rv) lead, loss of capture and sensing was observed. It was determined the lead had dislodged. As a result, a revision procedure was scheduled. This lead was successfully repositioned. No adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.